Event description:
It was reported that during a routine checkup visit a week post generator replacement procedure, this implantable cardioverter defibrillator (ICD) device was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the daily threshold and impedance measurements. Ts reviewed the reports and confirmed rv lead shock impedances to have been stable with the old generator, however those rv lead impedances appeared to have increased to be greater than 125 ohms with the new ICD device. Ts discussed possible causes and recommended for further evaluation to be performed. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine checkup visit a week post generator replacement procedure, this implantable cardioverter defibrillator (ICD) device was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the daily threshold and impedance measurements. Ts reviewed the reports and confirmed rv lead shock impedances to have been stable with the old generator, however those rv lead impedances appeared to have increased to be greater than 125 ohms with the new ICD device. Ts discussed possible causes and recommended for further evaluation to be performed. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicated that a follow up visit was performed where xray images were taken. It was suspected that the rv lead to have dislodged at the pin site or possible connection issue however the images were unclear. Technical services (ts) recommended for further evaluation like tug test to be completed. The clinician plans on scheduling patient for an in person visit for further evaluation. At this time, no additional adverse patient effects were reported. This rv lead and ICD remain in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine checkup visit a week post generator replacement procedure, this implantable cardioverter defibrillator (ICD) device was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) was consulted for further review of the daily threshold and impedance measurements. Ts reviewed the reports and confirmed rv lead shock impedances to have been stable with the old generator, however those rv lead impedances appeared to have increased to be greater than 125 ohms with the new ICD device. Ts discussed possible causes and recommended for further evaluation to be performed. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received indicated that a follow up visit was performed where xray images were taken. It was suspected that the rv lead to have dislodged at the pin site or possible connection issue however the images were unclear. Technical services (ts) recommended for further evaluation like tug test to be completed. The clinician plans on scheduling patient for an in person visit for further evaluation. At this time, no additional adverse patient effects were reported. This rv lead and ICD remain in service. Subsequently, additional information was received reported that the physician performed a pocket exploration revision procedure, where it was found that the rv lead was not fully connected to the device. The physician fully connected the rv lead to the device and the impedance issues was successfully resolved. No additional adverse patient effects were reported. The rv lead and ICD remain in service.